Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital technician replaced image chain parts during the service call. The system was found to be working as put back into service.

Event description:
The customer reported that when booting up everything was black when trying to start case. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. Ther eis no report of injury or death associated with this event.